Event description:
A report was recieved that the patient's ipg battery was depleting rapidly. A bsn representative analyzed the database and confirmed the device is exhibiting premature battery depletion. The patient will have a revision to replace the ipg.

Event description:
A report was recieved that the patient's ipg battery was depleting rapidly. A bsn representative analyzed the database and confirmed the device is exhibiting premature battery depletion. The patient will have a revision to replace the ipg.

Event description:
A report was received that the patient's ipg battery was depleting rapidly. A bsn representative analyzed the database and confirmed the device is exhibiting premature battery depletion. The patient will have a revision to replace the ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316 lot #: 14802056 description: clik anchor. The returned device passed electrical, performance, photographic and visual inspection tests. Device evaluation for the ipg indicated that the ipg battery has been depleting prematurely since the implant. Troubleshooting to specific component level is impossible since both analog/digital ics are covered in the epoxy resin top. The root cause of the device damage could not be determined. Device evaluation for the leads and clik anchor exhibit normal characteristics. Review of sterilization records of all devices found them to be satisfactory.

Manufacturer narrative:
Additional information was received that during the revision the physician found pus at the ipg site. The physician, believing an infection was present, decided to explant the entire system as a precaution. The infection was believed to be procedure related. The patient was given antibiotics and was reportedly doing well following the procedure.